Manufacturer narrative:
(B)(6). Device is a combination device. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as 2134265-2012-01347. Same patient as 2134265-2012-01344; 2134265-2012-01345, 2134265-2012-01756. It was reported that during a coronary artery treatment procedure, a dissection occurred. The lesion being treated was a long lesion located in the mid left anterior descending (lad) artery and extending into the dist lad with 75% stenosis and was 60 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and placement of two (2.50 x 28 mm distal and 3.00 x 38 mm proximal) overlapping taxus liberte stents. After post dilatation with a 3.00x30mm nc quantum apex balloon catheter, angiogram showed a grade a dissection in the proximal lad proximal to the taxus stents deployed in the mid lad. This required an additional/third 3.00 x 16 mm taxus liberte stent which was deployed in the prox lad proximal to the previously deployed stent in the mid lad. This did not yield adequate results so a fourth 3.00 x 30 mm taxus liberte stent was deployed in the prox lad extending up to the ostium of lad. Following post dilatation, the residual stenosis was 0%. An additional lesion in the distal left circumflex (lcx) was treated also. The lesion was a long lesion and extending in to the 1st left posterolateral (lpl) branch with 100% stenosis and was 40 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and placement of a 2.50 x 24 mm taxus liberte stent. A second 2.50 x 28 mm taxus liberte stent was then placed in the distal lcx extending into and overlapping the 2.50 x 24 mm taxus stent placed in the lpl. Following post dilatation, the residual stenosis was 0% with good flow into the posterolateral branch. The patient was discharged on aspirin and prasugrel one day post procedure.